Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 18 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in our stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results does not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It is reported that the needle easily detached from the thread.